Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 3. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.